Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was experiencing pain from a placed capsule and would like it removed immediately. Surgical intervention was required to remove the capsule. A repeat esophagogastroduodenoscopy (egd) with snare removal was performed prior to discharging the patient. The patient was in stable condition upon discharge. The capsule will not be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.